Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was unable to duplicate the customer¿s reported issue but noted that the iabp unit had reset a couple of times to the previous screen during testing. Upon further inspection, the stm observed evidence of dried saline in the electrical connection of the interface cable which may have caused the customer¿s issue. Due to the evidence of saline, the stm opened up the iabp unit and removed and inspected all printed circuit boards (pcb). No evidence of saline was observed on the board, and the iabp unit was reassembled and the electrical connection between the iabp unit and the interface was thoroughly cleaned. Unrelated to the reported issue, the stm replaced the 9 volt back-up battery due to depletion. Subsequently, the stm completed all performance, functionality and safety test which passed to factory specifications. The iabp unit was then cleared for use and returned to the customer. (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) failed to power up in rescue mode. It was later clarified that the iabp unit was unable to be used in rescue mode and the iabp unit shutdown while in rescue mode. There was no patient harm and no adverse event was reported.